Event description:
Additional information received indicated that the patient experienced cerebral edema and that the seizures were exacerbated by the procedure which was required due to the progression of the patient's disease state. It was also noted that the death was not related to the device but related to the procedure.

Manufacturer narrative:
While this adverse event can be traced back to a specific case, there were no malfunctions that could have lead to an adverse event nor were any other adverse events reported.

Event description:
It was reported that following an ablation procedure, one patient experienced altered mental status, and seizures. The patient was then put into supportive care and ultimately expired. If additional information is received, a follow up report will be submitted.